Event description:
It was further reported that the lesion was predilated with an emerge balloon and the stent was deployed successfully at 14atms, yet the distal tip would not deflate using a non bsc inflation device. The physician was able to retrieve the guide catheter and the 2.5 x 38mm promus element plus mr stent delivery system together.

Event description:
It was reported that during a stenting treatment procedure, deflation difficulty was encountered. The target lesion was located in the mid left anterior descending artery (lad). The 2.5 x 38 mm promus element plus mr stent was deployed and upon deflation the distal tip of the balloon would not deflate. The guide catheter was advanced to the mid lad and the balloon was removed. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: an initial examination of the returned device found that the balloon had been inflated. An examination of the proximal weld site found no anomalies. The device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure. When a vacuum was pulled the balloon deflated with no anomalies noted. The markerbands were positioned correctly for a 38mm balloon. There was some evidence of tensile force having been applied to the distal extrusion and as a result it was not possible to pass a 0.015 inch mandrel through the lumen as the lumen was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. The complaint included a returned device review (visual, physical and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).